Event description:
Inpatient bronchoscopy with biopsy. Vizi 2 22g needle used for biopsy. Two passes completed without complication. During third pass to pathology, rrt [registered respiratory therapist] noticed tip of needle was no longer straight and needle was curved to the side. Needle use discontinued and another needle used.